Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturing representative about an implantable neurostimulator (ins) implanted for spinal pain. It was reported that the patient had thought her ins was depleted since 2018 (the patient stated over the past 3-4 months) they stated it felt like the device was coming on and off. The patient stated she had an EKG done (B)(6) 2018 for an eye surgery coming up and there appeared to be interference and they could not get a clear EKG. They were redirected to their doctor to have the ins battery tested. They thought their ins was depleted since 2018 (over the past 3-4 months) and they stated it felt like the device was coming on and off. Additional information was reported on (B)(6) 2018 that stated the patient went to a store and got shocked going through the security. She also mentioned that since her implant doesn't seem to be working, her pain level was very high. They attempted to communicate with the ins, but the implant kept turning on and off, and she could not check it with the programmer. A representative was contacted and responded that they left the patient a voicemail on (B)(6) 2018. No further allegations/complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-10-11 additional information was received from a patient via a manufacturer representative (rep) reporting that an x-ray was requested to check the lead integrity due to the high impedances, and that the cause of the alleged shock while passing through a stores security gates was unknown and unresolved. The ins interfering with the EKG is a known event but the issues was reportedly unresolved. No additional patient symptoms or additional device complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient via a manufacturer representative (rep) reporting that the patient complained that the therapy had been cutting out. The rep stated that the patient also mentioned that they had walked through a security gate and got a jolt. They stated that the battery voltage was 2.6v. Technical services reviewed battery status information. The rep the provided the following impedances from their clinician programmer with default electrode impedances settings of 1.5v and pw 210us: 01: 1395 02>4000 12: 1395 13 4000 ohms 16 4000 ohms 17 4000 ohms 23: 1395. The rep stated that most of the values were greater than 4000 ohms. They also stated that they reran impedances with 3v and 210 us and indicated that still many values were greater than 4000ohms. The current therapy parameters were 1+ 2- 3- 7.3v pw: 450us rate 20:hz-. The rep stated that the patient wasn¿t feeling stimulation while the stimulation was on in the office. The rep changed the setting to include only 1+ and 2- and the patient couldn¿t feel stimulation up to 10v. The rep again went to the impedance section and provided the value of 2815 ohms for pair 1 and 2. The rep reran impedances with 3v and 300us and the impedance value for pair 1 and 2 was 2015 ohms. Technical services reviewed information about the possibility of damaged components. The rep stated that they would review the information with the medical doctor and they may do some imaging to check the system. It was reported that the issue of the stimulation cutting out occurred about three to four weeks ago ((B)(6) 2018) and the jolt when passing through a security gate occurred about 2.5 weeks ago in ((B)(6) 2018). No further complications were reported/anticipated.